Manufacturer narrative:
Age at the time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08006. It was reported that a rotawire fracture occurred. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.5mm rotablator rotalink plus and rotawire¿ and wireclip¿ torquer were selected for use. During set-up, outside the patient's body, the rotawire got detached near the burr tip upon adjusting the rotational speed. The procedure was completed with another with same rotawire. No patient complications were reported.